Event description:
It was reported that footswitch was unable to halt ablation. During an atrio-ventricular nodal reentry tachycardia procedure, it was noticed that while ablating after the foot switched was pressed there was a delay and the ablation continued. The ablation was stopped using the start/stop button on the generator. No patient complications occurred.

Manufacturer narrative:
There was no visual damage noted to the device during incoming service inspection. The tamper proof seal was present but broken. The returned device passed power-on self-test and all performance criteria of the final test procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that footswitch was unable to halt ablation. During an atrio-ventricular nodal reentry tachycardia procedure, it was noticed that while ablating after the foot switched was pressed there was a delay and the ablation continued. The ablation was stopped using the start/stop button on the generator. No patient complications occurred.